Manufacturer narrative:
Up to date, immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the galileo echo blood sample test well image in question on (B)(6) (well number 3), which appeared as a visually (B)(6). The immucor laboratory tested retention product on (B)(6) 2018, which performed as expected. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with two (2) galileo echo instruments.